Manufacturer narrative:
This is a correction report to provide updated institution information and update to contact office. (B)(6) belgium.

Event description:
It has been reported to philips that device does not start up. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.